Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that insulin pump alarmed a no delivery alarm after the customer filled up the reservoir and connected it to the insulin pump, and did the rewind process. Customer's blood glucose was unknown. After troubleshooting, customer was advised that the reservoirs and infusion sets will be replaced. Customer will not be returning the reservoirs for analysis.